Event description:
It was reported that the patient was scheduled for surgery to reposition the generator. No additional information was provided at the time of the report. Attempts to obtain additional information will be made.

Event description:
It was reported that the repositioning was performed due to discomfort the patient experienced after falling and hitting the generator on a dresser during a seizure. The physician reported that the surgery was done for patient comfort and not to preclude a serious injury. The physician reported that non-absorbable suture was not used to secure the generator to the fascia during implantation of the generator. The physician reported that the relationship to vns is due to malposition of the device. The pain did not occur with device stimulation.